Event description:
An attempt was made to deploy a 3.0 mm diameter x 30 mm length endeavor sprint rx into a pt; however, it was reported that despite pre-dilatation, the relevant device could not cross the lesion and upon withdrawal, the physician noted that the relevant stent was damaged. No other sequelae were reported.

Manufacturer narrative:
(B)(4) other (stent deformed in vivo during positioning). Eval, results: (fail to deliver the stent, stent deformation).